Event description:
The following has been reported: pump problem - I have a lvp pump serial# (B)(6) that was reported to me that there is a pump problem. I while testing the pump. I found the screen was blue and there was no text on the screen. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen) no issues found in log. An active infusion not reported . Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a reported blue screen and loss of input functionality. The device was functional on start up. The device also passed a mock infusion. The pump was opened for an internal investigation and no signs of damage or abnormality were found. Device was closed and attempts were made to stress the connections but no failure occurred. Device passed a second mock infusion as well. The customer complaint was not confirmed.